Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the patient had a pump implanted. The patient later died at another hospital. The pump was explanted before cremation and returned. The pump data/log a message stated that the pump battery was dead and to explant the pump. There was fluid still in the pump chamber. No confirmation has been given as to how and why the patient died or if the pump battery died before or after the patient passed away. More information has been requested.

Manufacturer narrative:
Based on the results of this investigation it was noted that the battery dead alarm was likely triggered after the patient death, as the temperature was significantly lower than 37°c, whereas the battery is specified for use at 37°c. Upon a visual inspection of the pump the following was noted: 4 suture loops - 4 punctures were observed on the filling septum with one larger - no puncture observed on the bolus septum - 3 scratches observed on the outer parts of the pump - 7.48 ml of residual liquid was extracted from the reservoir. Upon receipt of the device at the manufacturing site it was noted that as expected, the pump alarm was not beeping, and the only available command with the control unit was a pump interrogation, no additional command could be performed. According to procedure the pump data was extracted for analysis. It was found that the maximum flow rate and compensation values conformed to the required specifications. The parameters of the prc ram memory are consistent. - all dosage parameters saved in the eeprom are correct. - eol (end of life) shutdown alarm (corresponding to the ¿battery dead¿) is present, meaning that the battery voltage has been measured below 2.170 volts at stage 1 during a bir measurement. - no eol alarm (corresponding to the ¿low battery¿) is present. In a normal battery dead situation, the eol alarm should be triggered before the eol shutdown. When the fill level sensor was tested it was observed that the pump passed the fls test. No fls offset observed. During the fls test, a hardware failure [16] was triggered by the pump, indicating a ¿piezo disconnection¿. The top cover of the pump was removed after pump decontamination and the pump was sent to the r&d for investigation. Once the top cover removed, the piezo was observed broken, which confirm the hardware failure [16] observed during the fls test. This break has most probably been caused by le locle, however the broken piezo has no connection with the complaint of a low battery issue. The measurement performed during the investigations showed that the battery dead alarm was most probably triggered under the expected temperature condition of work (lower than 37°c). A battery controlled discharge to check the battery capacity was not possible as the battery has been drained during the investigation, a metallic chip probably introduced during the top cover removal created a short circuit. However, the data collected from the pump (pump implanted) most probably indicates that the battery capacity was full at this stage. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Please be advised that per the new matrix on (B)(6) 2013, this event is being reported as a death. This decision is being made to assure any complaint reports associated with deaths are reported as deaths to meet the MDR reporting requirements.

Event description:
Per the new matrix on (B)(6) 2013, this event is being reported as a death. This decision is being made to assure any complaint reports associated with deaths are reported as deaths to meet the MDR reporting requirements.

Event description:
This is most definitely a complaint as the pump battery is supposed to last 8 years and it died after one year in the patient. Conducting more investigations as to why and what happened so we can give you more answers. For now, we do not have all the answers. Hope this helps. (B)(6) 2014 the affiliate stated that the device was returned for an evaluation and at the present time, there is no information as to if the device has caused or contributed to the patient's death.